Manufacturer narrative:
Correction: d4 expiration date (replace date with ni). The actual device was not available; however, a photograph of the device was provided for evaluation. Visual inspection of the photograph noted a crack at the level of luer lock. Additionally, retention samples were evaluated. Visual inspection of the retention samples was performed with no issues noted. The retention samples were gravity tested then leak tested under water with no issues noted. The reported condition was verified on the photograph; however, not verified on the retention samples. The cause of the crack could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an intravascular extension sets and accessories were observed cracked and subsequently leaked. The crack is down the "half length of the syringe end connector". It was further reported "the little lugs at the end of the connector had discoloured through stress, implying that they had been forced during connection to the syringe luer lock threads". There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.